Event description:
Plastic buckle on medline quick-release limb holder - product reference (B)(4) completely broke and came off canvas tie. Nurse able to grab the patients arm to prevent self-extubation. New set of restraints grabbed and neither one of the pair were able to click into the new bottom anchor. Patient switched to posey limb-holder restraints instead. Manufacturer response for limb holder, quick release limb holder (per site reporter) recently we have had a ton of incident reports pertaining to the new medline restraints failing. We had a call with medline last week to explain our issues and they are currently investigating and are planning a return trip to the hospital to educate nursing again. After about 5 more reports came in today, we are more concerned. No patient or caregiver harm has ensued yet, but this is a huge safety risk. I am working with and the supply chain to have another call with medline and ask that they either replaced the lot numbers with.